Event description:
It was reported that a pump malfunction occurred, displaying malfunction code 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer did not experience notable events prior to the malfunction and had not previously reset the pump, despite recurring issues. Technical support arranged for a replacement pump, confirmed shipping details, and provided instructions for returning the faulty pump. The customer was advised on how to use storage mode and manage the backup therapy of mdi to ensure uninterrupted insulin delivery.